Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, a plastic piece was pushed out of the device with the needle while the slide was being prepared. There is no reported harm to any patient.

Manufacturer narrative:
As no device returned to olympus, a physical device inspection could not be performed. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(6) were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon likely resulting from forcing the device through resistance. Page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.